Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnoses: lumbar spondylosis. The patient underwent following procedures: internal stabilization and fusion lumbar four-sacral one in which rhbmp-2/acs was used. Patient tolerated the procedure well without any intra-operative complications.